Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during removal of implant, the surgeon was not able to remove a 5.0 locking screw. Attempts to drill it out were unsuccessful, the surgeon needed to open the site (incision on the length of plate) to be able to pull out the implant. This event resulted in a 2 hour delay this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: one locking screw was received jammed in the locking compression plate. The parts were made to specification. The relevant dimension of the screw hole cannot be verified due to the damage incurred. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient condition: longer incision, cut; bigger wound, patient had to stay one day longer in hospital.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date: unknown. Initial reporter: phone number: (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.